Event description:
MFR's rep reported 5ml reservoir volume discrepancy at recent pump refill, and the pt has reported an increase in pain. The pump was refilled with the same drug/concentration:dilaudid 2mg/ml and the daily dose was increased 20% to 1.1867 mg/day. Hcp is considering troubleshooting options if volume discrepancies continue, and/or pt symptoms continue. A follow up report if add'l info is received regarding reported event.